Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient died four days after implant. The cause of death was unknown for certain. One possible cause was aneurysm rupture. The patient had aortic stenosis and gi bleeding. An autopsy was refused. The patient also had heart problems and the physician had planned to do a bypass in the future and an avr.

Manufacturer narrative:
(B)(4).